Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00082 and 1627487-2023-00076. It was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention occurred on (B)(6) 2022 to address the issue. It was reported one lead was completely disconnected from the ipg. A new ipg was tried, however, high impedances still occurred. The implanted ipg and implanted leads were reconnected and the issue with high impedances resolved.